Manufacturer narrative:
(B)(4). Describe event or problem: additional. Device availability: additional. Date received by manufacturer: additional. Additional information/device evaluation. Device evaluated by manufacturer: additional. Event problem and evaluation codes: additional.

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.